Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The blood glucose of the customer at the time of incident was 266 mg/dl. The customer stated that the screen was flickering and half of the screen was white. The customer was unable to read all of the screen. The customer was asked to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a solid blank white display, problem isolated to electrical board. Unable to verify missing segments/partial display and perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display.